Event description:
It was reported that during a lap cholecystectomy, the clips failed to secure the cystic artery. The clips came off and the subsequent bleeding required opening a second device. Case completed with another device of the same product code.

Manufacturer narrative:
Info anticipated, but unavailable at this time.